Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump occlusion knob was difficult to adjust. As a result, the drag buna tongue, which secured the occlusion knob, cracked. An alternate device was employed to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.